Event description:
It was reported that during procedure, the main coil broke off of the delivery wire inside of the aneurysm. The coil remains inside of the aneurysm and there were no clinical consequences to the patient.